Event description:
It was reported that the patient fell a few weeks prior to the report and since then, the system had not been working. It was further reported that the patient experienced a loss of stimulation as well as a loss of therapeutic effect. It was noted that the patient was going to be seen by a manufacturer's representative on (B)(6) 2013 to have the system evaluated as well as to have further troubleshooting done. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).